Event description:
It was reported that the drill bit broke during surgery and a second bit was used to complete the case. There was no adverse consequences to the pt.

Manufacturer narrative:
Since the device was discarded by the hospital and no add'l info was available, an investigation of the reported event could not be carried out.